Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt was found dead in their bed. Cause of death is not known at this time. The pt reportedly experienced a >50% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Treating neurologist indicated that the pt's death was not related to the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.